Event description:
Olympus informed that the patient was undergoing the esophagogastroduodenoscopy (egd) portion of the procedure when the polyloop broke off from the guidewire while the users was attempting to deploy it. The device fragment reportedly was coughed up by the patient. The patient reportedly tolerated the procedure well. The intended procedure was completed. There was no patient harm reported. There had been conflicting information supplied by the user facility during the follow-up, as the users had indicated that the polyloop ligating device had functioned appropriately and did not break off in the patient.

Manufacturer narrative:
The device referenced in this report will not be returned to olympus for evaluation as the user facility reported that the device had been disposed of. The exact cause of the reported phenomenon could not be conclusively determined. Olympus reviewed the device history records (DHR) of this lot number and there was no irregularity noted.